Event description:
It was reported the pt felt no stimulation sensation following device replacement. Impedances were checked and were out of range. The pt was seen for f/u to review and confirm the telemetry results. The pt was scheduled for revision.

Manufacturer narrative:
(B) (4).